Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction was reported. It was reported via a trial that in 2007, the patient underwent stenting of the pre-dilated mid lad, and the distal rca with three xience v stents. In 2009, the patient expired at home. The cause of death is unknown. No additional event or patient information is available.

Manufacturer narrative:
The other two rx xience stents are being filed under the same MFR number.